Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-8771-0422x dynanite compression plate was implanted on patient during a tarsal metatarsal fusion procedure on (B)(6) 2021. On (B)(6) 2022, it was noticed to be broken via x-ray. Patient underwent tarsal metatarsal fusion revision surgery on (B)(6) 2022 and had the ar-8771-0422x dynanite compression plate along with the staples from an ar-8719ds-181815 dynanite nitinol staple implant system removed. Surgeon completed the revision surgery by implanting devices from another manufacturer. Case was completed successfully and no further issues has been reported.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the compression plate had broken along the base of the screw wings into the center slot on both sides. The thickness of the device was measure and was found to be within the drawing specifications. The diameter of the sides of center slot were also measured and found to be within tolerance. The cause of this break remains undetermined.